Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the drip chamber of the primary tubing set. The customer contact reported that an unspecified primary tubing set was being used to deliver an unspecified medication, at an rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to an unspecified clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of doribax. No specific details were provided. At this time, the customer contact reported, "my nurse noticed that her doribax was dripping in really fast and as she investigated further she realized that rather than dripping into the pt, it appeared to be backpriming from the secondary bag into the primary bag. This was obvious because the amount in the drip chamber on the primary tubing was increasing at the same rate that it was dripping out of the secondary bag." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including how the primary and secondary solution bags were hung.